Event description:
The event is reported as: the customer alleges the device was difficult to insert. There was no patient harm reported.

Event description:
The event is reported as: the customer alleges the device was difficult to insert. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was not received in the original lma packaging. The device was observed to be used but clean. The outer profile of the device appeared to be normal and standard. There was no cuff deformation, herniation or any other physical damage observed when visually inspected. The device was inspected functionally by inserting the et tube into the fastrach and the process was completed smoothly without any obstacles. The reported defect was unconfirmed and there was no fault found with the reported sample. The et tube can be inserted into the fastrach smoothly and the shape of the fastrach was standard and suitable for use on a patient of a particular weight as specified in the information for use (IFU).

Manufacturer narrative:
(B)(4), the device sample was not returned for evaluation at the time of this report.